Event description:
It was reported that the customer had blood glucose levels of 45mg/dl. The customer also mentioned issues with the sensor being stuck in the serter. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis was not required due to the complaint due to the complaint being related to insertion device and the customer returned only the sensors without the needles.